Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis in a male patient approximately (B)(6) coincident with dianeal unknown, extraneal viaflex, and nutrineal pd4 unknown bag therapies. On (B)(6) 2008, the patient began treatment with dianeal unknown, extraneal viaflex, and nutrineal pd4 unknown bag (dosages, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced bacterial peritonitis, manifested by abdominal pain. The event of bacterial peritonitis was considered mild. Remedial treatment consisted of unspecified antibiotics. It was not reported if the patient was hospitalized or underwent any diagnostic testing. On an unreported date, the patient recovered from the bacterial peritonitis. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for break in aseptic technique was not reported. The action taken with dianeal unknown, extraneal viaflex, and nutrineal pd4 unknown bag therapies was not reported. The physician believed the event of bacterial peritonitis was unrelated to dianeal unknown, extraneal viaflex, and nutrineal pd4 unknown bag therapies and believed the root cause of the bacterial peritonitis was the break in aseptic technique. The physician did not provide an opinion of causality for the event of break in aseptic technique. This is one of several cases received from the same reporter.